Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege on or about (B)(6), 2010, patient began to suffer severe hip, thigh and groin pain, audible "popping" while walking, severe pain while walking; severe pain while sitting; great discomfort and distress in performing her day to day activities; incurred and may continue to incur in the future, and reasonable medical and other expenses for necessary medical treatment; and, missed time from work resulting in lost wages.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
In addition to what were previously alleged, der states that the patient was revised to address pain. Asr cup removed and replaced with pinnacle gription sector. Srom stem removed for exposure to acetabulum and replaced with new. The hip was then dislocated and the femoral head and cup were removed. Doi: (b)(46) 2006; dor: (B)(6) 2018; right hip.